Event description:
It was reported that during followup, the physician noticed variation in the pacing and high voltage lead impedances. The physician decided to continue to monitor the patient. The lead remains in service and the patient condition is good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.